Event description:
Pt was a female, with a left restenosis of the internal carotid artery, who underwent a carotid artery stenting procedure in 2009. A gore flow reversal system (gfrs) was used to embolic protection. The gfrs was prepped normally. The physician experienced difficulty placing the gore balloon sheath (gbs) component in what appeared to be a straight common carotid artery (cca) on angiogram. Placement of the gbs in the cca required multiple inflations and deflations, but ultimately was placed successfully. The gore balloon wire component was placed, inflated, and flow reversal was established. It was then noted that there was a vessel dissection of the left cca. The physician left the gbs in place, covered the dissection with a stent, and continued with the procedure. After removal of the gfrs, the gbs component was inspected, and reportedly the gbs balloon was not filling uniformly. The pt is fine, and the device and films are being returned for analysis.

Manufacturer narrative:
Investigation of returned device is currently being conducted.